Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. A corrective and preventative action has been opened to address the reported issue. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Functional and visual testing were performed. The tamper seal was found removed/broken. The investigation found the device cracked on top case by the tube holders also cracked on right plunger case. The pump event history showed pump motor drive off post and battery depleted. The reported issue was duplicated during power up process. The technician found the pump motor drive off post at power up process. The reported issue was caused by the customer who did not recharge their battery pack after depletion. This alarm can occur if the pump is operating on battery power, and battery nearly depleted (battery depleted message in error history log). The root cause of the issue is due to user error. The technician replaced battery (battery was over 5 years old) for preventive measures. Performed power up process and all functional tests which passed.

Event description:
It was reported that the pump motor drive was off post. No patient injury was reported.